Event description:
Livinguard is a (B)(4) company with branches in the us and elsewhere. They manufacture and sell over the internet cloth masks treated with their livinguard product they claim is over 99% protective against covid-19. Amongst the models of masks they sell with this claim is a "fitness mask". After buying it I discovered it has only one layer made of a cloth mesh through which I suspect billions of live covid viruses could pass unharmed. They claim to have livinguard technology before the FDA for certification since the past 18 months or so. Based on their advertising I bought one of these masks - the fitness model for use at the gym. When I inspected it, I suspected that it may be non-protective. I asked the company several times over for evidence of this mask model being protective against covid and they failed to provide any. My concerns are about whether their basic chemical technology meets what they claim for it, and whether this mask model in particular can protect against covid-19. If my concern about this mask model were valid, this situation would lead me to inquire whether they could be investigated for consumer fraud, deceptive advertising, product misrepresentation and issuing utterances that endanger public health and safety. I urge you to investigate these products, in particular the chemistry, the fitness mask model and their on-line sales strategy for possible misrepresentation. FDA safety report ID # (B)(4).